Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection was given using an insulin pen and a new pod was placed.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The kink did not prevent the flow of fluid through the soft cannula, however a tear was also found in the exposed soft cannula during fluid path testing that did prevent fluid from flowing through the complete fluid path. Fluid was observed exiting the tear. It could not be determined when the tear occurred. The tear did no contribute toward the reported symptom code. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.